Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for eval. The unit was not calibrated correctly and required recalibration. There was no damage to the drive connector or coupling.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. The unit was switched on correctly and the handpiece was connected but the blade would not turn. The customer opines that it may be due to the connector. It was also difficult to remove the yellow cover. No adverse pt consequences were reported.